Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. This report was mailed to FDA on: 12/11/2008.

Event description:
A surgeon reported that after insertion of an intraocular lens (iol) during implant surgery, the haptic was noted to be damaged. The surgeon reported the iol was replaced during the same procedure. Corneal edema and astigmatism were noted following the procedure. The surgeon reported that pt's visual acuity was good following the implant surgery. Additional info has been requested.